Manufacturer narrative:
A ge rep evaluated the system and replaced a part in the image intensifier. The system operates as intended.

Event description:
The fse reported that the system could not produce a fluoroscopic image. This issue would cause the system to become unusable. There is no report of injury or death associated with the event described in this complaint.